Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise. A revision procedure was performed where fluoroscopy imaging did not reveal any significant findings. When the physician tired to pass the new access wire past the subclavian down the superior vena cava pacing inhibition was observed, however there was no asystole. The rv lead was surgically abandoned and a new lead from another manufacturer was successfully implanted. The pacemaker remained in service. No additional adverse patient effects were reported.